Event description:
It was reported to medtronic neurosurgery that the doctor saw air bubbles upon pumping the device before the surgery. According to the report, the doctor believed cracks may have been present in the device, so back-up products were used for the surgery.

Manufacturer narrative:
The device was not returned to the manufacturer as it was discarded at the hospital. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No impact to the patient was reported.